Event description:
The initial reporter stated that the pump under delivered. They stated that the feedings were programmed to take about three and half hours but that after two hours the pump showed that it only delivered 1.8 ml. They did not advise how much formula was initially added to the bag or how much was left when they checked the feeding. Mmdg followed up with the initial reporter who stated that there had been no adverse effects to the patient and that they had no additional information. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.